Event description:
It was reported that shaft break occurred. The target lesion was located in left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the delivery shaft was fractured. The device was completely removed normally from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the delivery shaft was fractured. The device was completely removed normally from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter and photo media. The device was visually and microscopically examined. There was a separation of the hypotube at 78.8cm from the strain relief. The separated ends of the hypotube were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon folds of the tightly folded balloon. Inspection of the remainder of the device presented no other damage or irregularities. Photo media was reviewed and found to be aligned to what was seen in product analysis as the separation was found in both analysis, and media review. Product analysis confirmed the reported break as there was separation to the device.